Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient regarding an external device. The reason for call was patient reported they were charging the implanted neurostimulator last night and the controller showed software problem. Patient stated the controller was at 100% when they started charging the implant last night. Patient services assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light flashing. Controller show implanted neurostimulator 70%, controller low. Patient service asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharging antenna. Patient mentioned the rtm was recently replaced. Agent reviewed device function and best practice to recharge controller. Agent recommend take note of message or codes and call back for assistance if necessary. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned they have pre op appointment on (B)(6) 2024 to replace the battery pack because the implant is not holding a charge like it should. Patient stated they used to charge every other day but now they have to charge the ins every day. Additional information was received from the patient (pt). They reported that there was a problem with their battery pack and were scheduled for a pre-op visit on (B)(6) 2024. Pt will be replacing the battery pack in their hip.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was caller stated, that on saturday they went to charge the controller and found that there are multiple screens overlapping each other. Caller stated, they tried resetting the controller, but that did not resolve the issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord. Confirmed, controller powers on. Caller inserted the battery and confirmed, green light above screen. Caller unlocked and confirmed, seeing what they would expect. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issues. Caller mentioned, they have been discussing with their doctor if they want to consider replacing the implanted battery soon, based on charge frequency concerns. Doesn't think they should have to charge ins every day. Agent reviewed ins charging determinants and longevity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reiterated there is a problem with their battery pack and that battery pack needs to be replaced. Pt stated they outpatient surgery is schedule for (B)(6) 2024to replace the battery pack. Additional information was received from the patient (pt). Pt stated the device has not and will not be removed. Pt then stated dr. Davis will be replacing their battery pack in their hip on (B)(6) 2024

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.